Manufacturer narrative:
Dentist wrote a recommendation letter that the patient should cease treatment with byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The patient reports they had a tooth chip and their over all dental health declined since using the aligners. In the letter they provided the dentist states patient presented for new patient exam. Radiographs, periodontal probing and patient exam and prophy were performed. Radiographs and exam revealed a broken #14 with a missing cusp and various areas of interproximal decay. Patient is interested in stopping aligner treatment and it is recommended upon their exam. Patient does have various areas of decay that will require restorations. The shift in occlusion could cause extra pressure in the undermined decay areas and potentially lead to breakage and fracture of tooth structure.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.